Manufacturer narrative:
Height adjustment racks.

Event description:
It was reported by service report that the cot did not catch the safety bar and it dropped with a patient. Unrelated to the cot drop, the height adjustment racks were bent. There was patient involvement; however, no adverse consequences were reported.